Event description:
Report received of the device did not alarm for air in line. The device was returned from clinical service with an unsigned note that stated "broken". During testing at the user facility, the device reportedly did not alarm for air in line. There were no reports of any adverse patient event while the device was in clinical use.